Event description:
Pt death was reported, but the circumstances are currently unk. It was reported that the pt went to the emergency room on (B)(6). The subject pacemaker was subjected to external shocks, and afterwards, interrogation of the device was no longer possible. Reportedly, the latest pacemaker follow up was performed on (B)(6) 2012 and rate response parameters were adjusted to best fit pt needs. Note: the reported implant date is approximated.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.